Event description:
It was reported that the patient "snapped a lead when he bent over to tie a shoe." The patient could not recall when this occurred, however it was noted that the patient was "always getting a redo." It was noted that "they add, but the don't tell you what they're doing." It was noted that the patient had been through six surgeries. Additional information received twelve days later reported that the manufacturer's representative had not heard this issue before but would be seeing the patient "tomorrow." Additional information received four days later reported that the manufacturer's representatives were not with the patient for the lead issues. It was noted that from what the patient said, it "sounded like he dealt with lead migrations, not broken leads." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).